Event description:
Baxter affiliate reports united kingdom pt had to stop apd therapy on the homechoice device due to pain experienced in the fill and drain phases of treatment. No pain was experienced during the dwell phase. The pt described the pain as "like knives going in." Pt was given paracetemol for the pain with no relief. Pt was swithced to capd therapy and is doing well.